Event description:
Patient had been intermittently throwing up green bilious fluid during the night. During assessment at 0900, nurse found that suction head was not functioning(x2). The nasal gastric tube was hooked up to functioning suction head. One liter of fluid drained within thirty minutes.